Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in back-up mode. The pacemaker was reprogrammed on (B)(6) 2023. The patient was in stable condition.